Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Not being able to get the tampon out again- vagina [foreign body in reproductive tract] string fell apart [device breakage]. Case narrative: consumer reported via email that the tampon string fell apart. No serious injury was reported.